Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #: 3006705815-2018-01116. It was reported the patient lost therapy on the right side after suffering a recent fall. Diagnostics showed high impedances on all contacts for the right lead. The remaining lead was still able to capture effective left side coverage. The patient underwent surgical intervention where the lead was replaced with a new one restoring right side coverage.